Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom, "volume accuracy is more than 5%" was not available to the evaluator at the time of evaluation. The device was not evaluated for the reported symptom and therefore not verified; however the device passed flow testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump volume accuracy is more than 5% during preventative maintenance in the biomed service department. There was no patient involvement associated with this event. No additional information is available.